Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01071. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4). Approximate age of device - 5 months, 8 days. Manufacturer's investigation conclusion: no device-related issues were discovered during the evaluation of the pump. A direct correlation between the device and the reported patient expiration from cardiogenic shock due to heart failure could not be conclusively determined. The pump was returned assembled with the pump cable severed approximately 5 inches from the pump housing. The modular cable and the severed portion of the pump cable were not returned. Both the bend relief and outflow graft had been severed close to their hardware and the severed portions were not returned. Examination of the lumen of the inflow cannula revealed a thin layer of white tissue-like ingrowth along the proximal edge of the textured blood-contacting surface, which was well adhered and did not appear large enough to have obstructed blood flow. Upon disassembly of the pump, visual inspection of the blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations. The returned portion of the sealed outflow graft showed no evidence of distortion such as twisting or kinking. The lvad event and periodic log file data retrieved from (B)(4) cumulatively contained data from 13feb2018-23feb2018 and did not capture any atypical lvad faults. The pump appeared to be operating as intended with stable estimated flow values of about 5-6 lpm until the date of the patient¿s expiration on (B)(6) 2018 when moderately reduced flow values between about 4-4.5 lpm were noted. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. Examination of the returned portion of the pump cable found it to be unremarkable. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 from cardiogenic shock due to heart failure. Additional information was requested, but was not provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received regarding details leading up to the patient expiring. The patient was admitted and the echo showed new aortic insuffiency and mitral reguritation. The patient was started on bumex ivp 2 mg twice a day. The patient was then transferred to the cardiothoracic intensive care unit (cticu) with respiratory distress. The patient had increasing pressor requirement and worsening lactic acidosis. The vad speed was increased from 5300 rpm to 6000 rpm. The patient was given milrinone 0.25. The infectious workup remained negative and the patient continued on antibiotics for streptococci viridans. The patient was restarted on bumex drip and thiazide for hypervolemia and hypernatremia. Infectious disease was re-consulted and antibiotics were restarted. On (B)(6)2018, dnr status was discussed with the power of attorney full code. The patient had tenuous respiratory status. Gastrointestinal department was consulted for dobhoff tube placement. The CT showed possible colitis and febrile- and septic-like picture requiring high dose vasopressors and inotropes. On (B)(6) 2018, dnr status was discussed again with the power of attorney for full code. There were no surgical options available. Lactulose for hyperammonia was started and the patient continued vancomysin and zosyn. Palliative care was consulted. The following day vancomysin was stopped and all cultures showed no growth to date. On (B)(6) 2018, supportive care was taken and on (B)(6) 2018 care was withdrawn. The anesthesiology notes stated there was increased work on breathing in setting of cardiogenic shock and the patient was intubated. The patient remained intubated until the patient expired due to cardiogenic and septic shock on (B)(6) 2018.